Manufacturer narrative:
A device history record (DHR) review was not conducted due to the device was confirmed to be damaged in the field. A product device was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged to line cord and cracked tank cover. The tank was filled with water, temperature check attached, plugged in line cord, and turned on power switch. Functional testing confirmed reported issue. The root cause of the reported issue was found to be cracked tank cover due to user interface. Technician replaced the tank cover. The device passed functional and delivery tests. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that fluid was leaking from the bottom of the machine. No patient injury was reported.